Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed and the balloon was inflated; however, a leak was noted on the balloon due to a rupture located at the ro marker near the proximal bond of the balloon. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a bile duct dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not inflate. The procedure was completed with another hurricane rx dilatation balloon . There were no patient complications reported as a result of this event. Investigation results revealed that the balloon was ruptured; therefore, this is now an MDR reportable event.